Event description:
Healthcare professional reports inconsistent act+ results with hemochron elite microcoagulation system during cardiac surgery. The perfusionist reported that the instrument results were high with frequent result of greater than 999 seconds. For example, elite instrument generated result of 999 seconds and a repeated test approximately 10 minutes later performed on a second elite instrument generated result of 132 seconds. Target time: greater than 410. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Actual device evaluated (instrument). Process evaluation performed. No related ncmrs identified for this instrument.